Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced but failed to cross the lesion. However, during third inflation at 6 atmospheres for 7 seconds, the balloon ruptured. No balloon pieces remain in the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced but failed to cross the lesion. However, during third inflation at 6 atmospheres for 7 seconds, the balloon ruptured. No balloon pieces remain in the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. There was blood in the inflation lumen and balloon. The hypotube had numerous kinks. Microscopic examination revealed a pinhole in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.